Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of toxic anterior segment syndrome (tass), couldn't sculp; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicated that the physician suspected phacoemulsification tip as the cause of this event as it gave problems during sculpting also and provided the corrected event date.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This file represent sixth of six reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass). Additional information received indicated that the tass symptoms were noted on first post-operative day. During the surgery phacoemulsification tip couldn't sculpt properly. The patient was not hospitalized as a result of this event. The patient developed corneal edema and hypopyon as complications of the event. The patient required treatment with tobramycin/dexamethasone. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event was ongoing at the time of this report.